Event description:
Reportedly : on (B)(6) 2018, the pacemaker kora 250dr. S/n (B)(4), was implanted with unknown leads. The physician is reporting that on (B)(6) 2021, during the fu, the standby message was displayed and then the parameters were reprogrammed again. The physician is requesting an analysis of this case to know the reason of this change to standby mode. Next fu is scheduled for (B)(6) so we would appreciate to have the analysis report by jan, 11th. Following recommendation provided by microport crm on 30 december 2021, a follow-up was performed on (B)(6) 2022. Upon device interrogation, the device was found again in standby mode. The patient reported that her bedroom is very close to a power station cabinet that supplies current to several buildings of apartment which has been in operation for just over a year. The physician instructed the patient to change the bedroom to sleep in order to get as far away as possible of the source. The patient has been appointed for a follow-up on (B)(6) 2022.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached analysis reports.

Event description:
Reportedly, on (B)(6) 2018, the pacemaker was implanted with unknown leads. The physician is reporting that on november 30th, 2021, during the follow up, the standby message was displayed and then the parameters were reprogrammed again.